Manufacturer narrative:
Follow-up #1: date of submission: 03/09/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/22/2016 with the following findings: the download files were unable to be attached and the remaining steps were unable to be performed due to no power. There was rust and corrosion observed in the battery compartment. The battery compartment was found to be cracked at the threads to the left of the bumper and below the bumper traveling toward the case seal. A leak test failed due to battery compartment leak. The pump was opened and there was evidence of moisture on main pcb, support bracket, and keypad connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.the pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. There was reportedly moisture behind the display. There was no indication of damage to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.